Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing leakage at site event on (B)(6) 2024. The infusion set was in use for less than a day. The blood glucose level at the time of event was 22 mmol/l and the patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.